Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female who underwent breast reconstruction revision with an unknown smooth mentor saline prosthesis experienced right sided deflation post procedure. The implant was described to be dipping. Roughly one week after the dipping was noted, mammography was performed and deflation was diagnosed. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.